Event description:
After the deployment of the cashmere 14 platinum microcoil, it could not be detached in spite the detachment was attempted several times. The coil was detached without any intention during retsheathing. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The introducer sheath and the resheathing tool were separated from the dpu and not returned. The detached coil was not returned. Located 59.0cm off the proximal end is a severe kin on the hypotube. The detachment fiber melted and extended above the detachment zone. The most likely root cause of the coil¿s non-detachment followed by an unintended detachment during resheathing was due to the melting detachment fiber extending above the detachment zone. The melted detachment fiber temporarily captured the coil before releasing it during retraction. In addition; without the return of the coil and the complete detachment system used in the procedure; it cannot be determined to what extent; if any that these components may have contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.